Event description:
It was reported that the user experienced recurrent occlusion alerts on the ilet while using a contact detach infusion set with 23-inch tubing, with visible air at the tubing-to-connector interface and an additional bubble in the line; attempts to resume delivery and a fill-tubing procedure did not resolve the alerts, and blood glucose was 251 mg/dl until a full supply change resolved the issue, after which replacement supplies were arranged and education on bubble prevention during user-filled cartridge preparation was provided. Symptoms included hyperglycemia. Outcomes included need for unplanned troubleshooting and supply replacement. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed evidence consistent with an infusion set occlusion and air-in-line at the connector, with resolution after set and supplies were changed, indicating a product-use and consumable-related delivery interruption rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion associated with air in the infusion line and user handling during cartridge filling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.